Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient's details were not displayed due to concurrent errors. A technical support specialist (tss) dialed into the application server, accessed the services, and restarted the bd pyxis external inbound processors service. After approximately five minutes, the tss verified that no new concurrent errors were present. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the ER patients were not displayed in visits/orders or my patients. The customer reported that pyxis did not update from the pre-admitted status. However, there were no delays or adverse events or injuries reported based on this event.